Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. (B)(4). This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues over the phone. Fse spoke to the customer, who explained that the chute for the reagents was clogged, then had the customer clean of the debri out of the chute. Once the chute was cleared, fse had the customer run daily check with no more y axis errors. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was waste chute was clogged.

Event description:
On (B)(4) 2016, a customer reported y axis cup transfer pick up failure/clean waste shoot/pickup arm/2x all set home/results in error 2161 with their aia-2000st analyzer. The customer is unable to run fsh, prl, prog, pth, lh ii, bhcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, prl, prog, pth, lh ii, bhcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.